Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The returned product was evaluated and confirmed for the reported complaint issue. A review of the device history was performed and no related deviations were found. It was determined that the likely cause could be single operator mistake during packaging process. Complaint issue has been investigated previously to address the confirmed complaint and is documented in the CAPA system. Complaints of this nature will continue to be monitored through trending. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
Complainant reported two long black hairs were found in a sterile suction connecting tube blister.